Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during a routine follow-up, this right atrial (ra) lead exhibited loss of capture and diminished p-wave amplitudes. The atrial electrogram showed corresponding ventricular activity. X-rays confirmed the ra lead was dislodged. The physician planned to perform an echocardiogram to determine the next steps. As of today, the lead remains implanted. No adverse patient effects were reported.